Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 400 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 350 mg/dl. The customer was assisted with the troubleshooting and it was reported that the customer was using insulin pump system within 48 hours of hyperglycemia event. It was reported that the displacement test was performed and insulin pump failed the test. The insulin pump will be returned for the analysis. Reservoir will not be returned for analysis.